Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the physician was implanting the lead and when they went to remove the stylet from the end portion of the lead, the lead came out completely. No known factors led to the issue and the lead was not used. The lead came out from the box and was not used. The lead was said to be defective. The lead was going to be returned for analysis. No symptoms or further complications were reported.

Manufacturer narrative:
Analysis of the lead has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found that the outer insulation was separated at a butt joint at the proximal end. If information is provided in the future, a supplemental report will be issued.